Manufacturer narrative:
One used sample was returned for evaluation. A microscopic review revealed that the IV catheter was broken at about 1.5mm from the catheter hub. The catheter was deformed and thinner with obvious pull marks observed. The broken section also showed flaring and a burr on it. A catheter pull test was conducted on a retention sample from the same lot and similar findings; the catheter was deformed and thinner with obvious pull marks and the broken section also showed flaring and a burr, were observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5265429. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that per the customer's report, the head nurse thought that the patient pulled out the catheter by himself so it is suspected that the break in the catheter was caused by pulling out the catheter improperly and not due to a manufacturing defect. The device evaluation summary is detailed.

Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii closed IV catheter system was placed in a patient. A nurse checked on the patient and found that the IV was not in the patient's vein but the catheter hub was in the patient's pocket. The patient is (B)(6) and could not recall the incident. The patient received a CT scan and the catheter was not visualized. No further medical interventions were reported.